Event description:
The following has been reported: biomed reported: "it was reported that after infusion completes, pump reads service needed. Found low battery on pump, check battery health. The battery health is 69. Customer changed the battery. A search though the history logs found pump problem on the following dates and times:(B)(6) at 10:05,16:18, and 22:36. After charging pump and while testing the pump, there was no problems found. Patient harm: unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.